Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole due to complete heart block. It was noted that the implantable pulse generator (ipg) exhibited loss of capture. External pacing was required to stabilise the patient. The outputs were turned up and capture became consistent and stable. As a result of the reprogramming of higher outputs, the ipg triggered recommended replacement time (rrt), with premature battery depletion occurring. The ipg was opted to be removed and replaced. No further patient complications have been reported as a result of this event.